Event description:
Meter was set to the incorrect unit of measurement. The meter was set to "mg/dl", instead of "mmol/l". The pt had been concerned with results, such as, 10.6 mmol/l, 12.1 mmol/l, and 11.6 mmol/l, while the results were actually 106 mg/dl, 120 mg/dl, 121 mg/dl and 116 mg/dl. The pt had visited pt's physician due to the blood glucose results and had been prescribed 80 mg. Gliclazide (half a tablet daily). The pt neither alleged harm nor experienced injury or medical intervention due to the reported issue. The ccr verified that the meter was previously set to the correct unit of measurement and that pt had not recently changed the unit of measurement through the meter settings. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.